Event description:
Service was requested on this device based upon a report that the pt control button was not working, preventing the pt from requesting a dose of medication. The facility reported that the situation was discovered shortly after the pt left the recovery room and there was no adverse effect to the pt or medical intervention needed. The device was swapped out and then returned for service. Despite baxter's attempts, the facility was not able to provide details regarding specific pt info or the drug that was involved. Should add'l info become available a follow up report will be submitted.